Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient identifier, age at time of event, weight and ethnicity and race were not provided for reporting. This report is for (band aid brand kizu power pad regular ap 4901730021906 0037131785apa 0037131785apa). Device is not distributed in the united states, but is similar to device marketed in the USA (band aid brand hydroseal bandages all purpose 1ct USA 381371175338 8137117533usa 8137117533usa). Upc #: 4901730021906. Lot #: 0320c UDI #: (B)(4). Device is not expected to be returned for manufacturer review/investigation. This report is for (band aid brand kizu power pad regular ap 4901730021906 0037131785apa 0037131785apa). Device is not distributed in the united states, but is similar to device marketed in the USA (band aid brand hydroseal bandages all purpose 1ct USA 381371175338 8137117533usa 8137117533usa). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. A review of the device history records has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A female consumer reported an event with band aid brand kizu power pad regular (kpp). On (B)(6) 2020, the consumer got a pain on the back of her left big toe. On (B)(6) 2020, she visited a hospital and had an adhesive bandage applied because she seemed to have internal bleeding. Since she had bleeding from the affected area after 2 to 3 days, she applied the kpp. When she visited the hospital again on (B)(6) 2020, an anti-suppurative ointment was prescribed and she applied it. Although she applied kpp again because she thought kpp was more effective, the wound did not resolve.

Manufacturer narrative:
Johnson & johnson consumer, inc. Is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which johnson & johnson consumer, inc. Has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, johnson & johnson consumer, inc. Or its employees that the report constitutes an admission that the device, johnson & johnson consumer, inc., or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. Corrected data: UDI: (B)(4). Device history records review was completed. No non-conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition and product was manufactured per specification. The product was manufactured on december 19, 2019. If information is obtained that was not available for the follow-up #1 medwatch, an additional follow-up medwatch will be filed as appropriate.